Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. Customer's blood glucose value at end of call was at 102 mg/dl. He would eat some more he said to get it at least 150mg/dl. Blood glucose value at dinner time was 232 mg/dl then 202 mg/dl, he took 8 carbs of ginger ale then blood glucose value was 47 mg/dl. Then he took because of orange juice current blood glucose level was 87mg/dl,74 mg/dl ,102 mg/dl. He customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.